Event description:
Information received indicates a patient was being turned to give them a bath. When the patient was turned onto their right side, the right intermediate siderail did not hold and the patient fell to the floor. The patient received a CT scan, no injury. The accounts maintenance inspected the bed and could not find any issues with the siderail.

Manufacturer narrative:
A hill-rom field technician inspected the siderail and could not duplicate the malfunction.